Event description:
During troubleshooting for an unrelated alarm, the patient reported that he had reused supplies in a previous therapy session. The patient reported that he changed only the cassette and re-primed the homechoice. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed that disposable products are intended for single use only when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.